Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 30 mg/dl at the time of incident and the other blood glucose level was 260 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer was treated with food for low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was not on. It was unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.